Event description:
It was reported that the shock impedance had decreased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the lead was capped and replaced.